Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), back pain ("lower back pain"), abdominal pain lower ("cramp"), dyspareunia ("dyspareunia"), anaemia ("anemia"), fatigue ("fatigue"), alopecia ("hair loss") and memory impairment ("forgetfulness"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and back pain was resolving and the abdominal pain lower, dyspareunia, anaemia, fatigue, alopecia and memory impairment outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, back pain, dyspareunia, fatigue, genital haemorrhage, memory impairment and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. 886670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anxiety, high cholesterol, hyperlipidemia, obesity, depression and cesarean section ((B)(6) 2009). Previously administered products included for an unreported indication: mylanta and iud. Concurrent conditions included nausea, allergic rhinitis, acute sinusitis, vaginal bleeding, uterine bleeding and intermenstrual bleeding. Concomitant products included iron and sumatriptan succinate (imitrex). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced anaemia ("anemia"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), back pain ("lower back pain"), abdominal pain lower ("cramp"), dyspareunia ("dyspareunia"), memory impairment ("forgetfulness") and migraine ("migraines / headaches"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved, the back pain and migraine was resolving and the abdominal pain lower, anaemia, fatigue, alopecia and memory impairment outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, back pain, dyspareunia, fatigue, genital haemorrhage, memory impairment, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, fatigue, hair loss, anemia, migraines. Trailing coils: right: 3 coils left: 5coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: negative. Most recent follow-up information incorporated above includes: on 15-apr-2021: medical record received. Lot number, reporters information, concomitant drug, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("cramp"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("forgetfulness"), anaemia ("anemia") and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and back pain was resolving and the abdominal pain lower, dyspareunia, fatigue, alopecia, memory impairment and anaemia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, back pain, dyspareunia, fatigue, genital haemorrhage, memory impairment and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: patient date of birth and height added. Essure date explanted added. Event ¿injury¿ deleted. All the new events added. Case category upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. 886670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anxiety, high cholesterol, hyperlipidemia, obesity, depression and cesarean section ((B)(6)2009). Previously administered products included for an unreported indication: mylanta and iud. Concurrent conditions included nausea, allergic rhinitis, acute sinusitis, vaginal bleeding, uterine bleeding and intermenstrual bleeding. Concomitant products included iron and sumatriptan succinate (imitrex). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced iron deficiency anaemia ("anemia"). In (B)(6)2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("cramp"), back pain ("lower back pain"), dyspareunia ("dyspareunia"), genital haemorrhage ("abnormal bleeding"), memory impairment ("forgetfulness") and migraine ("migraines / headaches"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dyspareunia and genital haemorrhage had resolved, the abdominal pain lower, iron deficiency anaemia, fatigue, alopecia and memory impairment outcome was unknown and the back pain and migraine was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, iron deficiency anaemia, memory impairment, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, fatigue, hair loss, anemia, migraines trailing coils: right: 3 coils left: 5coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2012: total bilateral occlusion; on (B)(6)2012: total bilateral occlusion. Pregnancy test urine - on (B)(6)2012: negative. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anxiety and high cholesterol. Previously administered products included for an unreported indication: mylanta and iud. Concomitant products included iron. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced anaemia ("anemia"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), back pain ("lower back pain"), abdominal pain lower ("cramp"), dyspareunia ("dyspareunia"), memory impairment ("forgetfulness") and migraine ("migraines / headaches"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved, the back pain and migraine was resolving and the abdominal pain lower, anaemia, fatigue, alopecia and memory impairment outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, back pain, dyspareunia, fatigue, genital haemorrhage, memory impairment, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, fatigue, hair loss, anemia, migraines diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-mar-2021: pfs received. Reporter information, lab data, event onset dates, concomitant drug added. Event: migraines / headaches added. Event outcome were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.